Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a burn on abdomen from using (nair), hair removal product, prior to sensor insertion. Patient reported dexcom equipment was not related to burn. Additionally, patient is not currently using dexcom equipment until the skin is fully healed. At the time of contact, patient reported skin is mostly healed, but still a little red. Patient did not seek medical intervention for the reported event. No additional event or patient information is available.